Event description:
It was reported that the biomed had an arctic sun device that was getting calibration error 103 (switch settings incorrect) per wo notes, they connected a sim key to temperature cable to patient temperature (pt)1 and nothing is displayed, moved cable over to patient temperature (pt) 2 and displayed 37 (water temperature high), sending parts quote for new iso card and also requested the pn for the ring kit since the board currently has is missing the one on patient temperature (pt) .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.